Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: wr9220 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to charge their implant yesterday (B)(6) 2024, and the recharger kept turning off when it was on their back. The patient stated they would usually charge every 2 weeks or so and that while they knew the ins was on the other day because they felt it on in their body, they knew the ins was not off and they weren't able to charge. The patient admitted that they would store the recharger unplugged and that they would usually go to use it first when they wanted to do a charging session and then charge everything up after the charging session. The patient denied seeing scrolling lights on the recharger. Patient services had the patient put the recharger on the dock and all three green lights lit up. Patient services then had the patient enter into the recharger application and take the recharger off the dock and power it on and the patient received a 'not found' message. The patient attempted a recharger reset but the recharger emitted a descending tone at about 20 seconds and the patient received another 'not found." Patient services had the patient do another recharger reset and the patient was able to successfully do the reset and saw the 3167 service code. The patient dismissed the service code and then they saw the recharger was "searching" for the ins. The patient then began a charging session on their ins. The patient saw the ins was at 10% and the therapy was off. The patient was instructed to continue charging their ins battery until completion and then use the communicator and to turn their therapy back on. The patient stated they were told at implant to use all 3 devices when charging. Patient services reviewed to never have the communicator on when they were attempting to charge. The patient stated they had just come out of anesthesia and was going to make a recommendation to their hcp to not train patients while they were still under anesthesia. During the conversation, the patient stated they saw another 'not found' message. The patient stated their spouse had the handset at that point and the application asked "is communicator powered on?" Patient services reviewed that they somehow got into the micro-mytherapy application. The patient stated they didn't do that and that it must have just switched. Patient services reviewed that apps wouldn't just switch and suggested to the patient they had accidentally hit the bottom left lines on the samsung which brought them to the 'close all screen' and then they tapped into the wrong app and that's how they lost the connection briefly with the handset. It sounded like the recharger was still charging the ins through this conversation. The patient stated they entered back into the recharger application and saw the ins was now at 20%. The patient was going to continue charging their ins to completion and stated they'd call back if they needed assistance with turning their therapy back on afterwards. The troubleshooting step that was taken on the call resolved the issue. Documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the most likely cause of the issue was due to the patient using all 3 devices to charge. Patient stated agent explained the correct way to charge and keep plugged in at all times. Adding that they need to explain how to use it one more time after surgery. The issue has been resolved.